Event description:
The patient reportedly experienced no sound with device use and the patient's device has open electrodes. External equipment was exchanged, however this did not resolve the issue. Revision surgery will be scheduled.